Event description:
It was reported the patient's scs ipg was explanted and replaced due to the patient having difficulty communicating with the ipg and the charger. The ipg was explanted and tested in the operating room and the ipg did not communicate with multiple chargers. The patient's scs ipg was replaced with a different model ipg. The patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.